Manufacturer narrative:
E1 initial reporter phone number: (B)(6).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm maverick 2 balloon catheter was selected for use. However, during unpacking, it was noticed that the catheter was broken. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm maverick 2 balloon catheter was selected for use. However, during unpacking, it was noticed that the catheter was broken. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the shaft fractured 4-5 centimeters from the hub.